Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, battery failed alarm, and error coded. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1780kl, mmt-332a. Troubleshooting was performed and confirmed customer received the reported issue battery failed alarm, insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-1780kl. No product return is required for mmt-332a. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. No failed batt test or unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thus software. On adapt, failed batt test (58) was recorded several times on (B)(6) 2024 20:00:15.000 through 20:04:59.000 hour. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec. No alarms noted in download history review to confirm insulin flow block alerts. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture or physical damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer's concern for no delivery/occlusion alarm, failed batt test, and no current code/category not confirmed. However, failed batt test alarms were noted in download history review on event date. Unit functioned properly and passed all testing within spec. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.